Manufacturer narrative:
The follow up report was submitted. The correct date is 02-jan-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by an unknown party that the customer received emergency medical assistance and was possibly going to be hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The hospital staff and educators believed the pump was over delivering. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information was updated to the correct international address.